Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that when they first got the ins 5 years ago, they felt some shock in their right arm when turning stimulation on, but now they don't feel anything when turning stim off or back on again. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was stated the ins depleted normally, but it was later reported the patient¿s ins depleted prematurely; therefore, it is not clear if the depletion was normal or abnormal. It was stated the ins should have lasted 6-9 years, but only lasted 4 years. It was noted the patient kept stimulation on all the time. Someone came to the patient¿s home to test the ins and told them it was dead. The ins was replaced about four months later. No medical symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.